Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 250cc mentor memorygel breast implants, suffered pain, discomfort that has worsened, a lump that has gotten more visible, and breast implant illness symptoms, post-operatively. The patient was advised by their physician that the mass was their implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient was scheduled for implant explantation without replacement on (B)(6) 2019. Mentor also became aware that the patient also experienced the following: tmd (temporomandibular joint dysfunction), headache , fatigue, joint pain, migraines, neck pain, shoulder pain, back pain, loss of memory, mixing up word all within the last 5 years, unable to perform push ups or pull ups since implant, left breast pain and left breast palpable mass. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalised illness, breast pain, cutaneous contour deformity manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.